Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the unspecified vacutainer blood collection tube had blood splatter/leakage or other leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated "when using the abg, it found that there was leakage at the plunger stopper."